Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The MRI technician reported the patient had a loss of therapy. The patient was in for magnetic resonance imaging (MRI) scan. The patient was in discharged state and it had been several months since last stimulation. The MRI technician was able to contact the representative and the rep will be meeting with the patient to assist with getting the implantable neurostimulator (ins) charged. The MRI will be scheduled after that was done. The indication for use was spinal pain. The representative confirmed later that the battery was in discharged mode and met the patient on (B)(6) 2015 but the ins wouldn't reset. The patient was approved for a battery replacement within the next few weeks. The stimulator was not working until battery is replaced. If additional information is received, a follow-up report will be sent.